Event description:
At 11:13 p.m., the customer obtained a blood glucose reading of 249 mg/dl on a contour next link 2.4 meter. Within 10 minutes, the customer performed retesting using a contour meter and obtained a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.